Manufacturer narrative:
Siemens completed investigation for an outside of the us (ous) customer observation of reactive (positive) atellica im toxoplasma igg (toxo g) lot 292 results on a patient, which were discordant relative to alternate method testing. The sample was treated by the customer with heterophilic blocking tube (hbt) and non-specific antibody blocking tube (nabt), and the results remained reactive (26.7 iu/ml and 26.5 iu/ml respectively). The patient was taking floradis dietary supplement (from salus lab). Siemens has no internal testing data to confirm if this is interfering with atellica im toxo g assay. Siemens reviewed internal quality control (qc) and medical decision pool sample data and toxo g lot 292 met all release criteria and recovered similarly with the other lots. Reagent issues were ruled out based on review of calibration and qc, indicating data was acceptable. No issues were reported with other patient samples. Siemens retrieved field patient data from 06/01/2023 to 06/19/2024 for toxo g lot 287, 288, 291, 282 and 295 with total n= (B)(4) and lot 292 recovered comparable with all other lots. Atellica im toxo g internal lot release data indicates expected performance. Previous internal studies show a small potential exists for false positive results due to interferents within patient specific samples. The toxo g instructions for use (IFU) displays a clinical resolved specificity of 99.3-99.8 %. Literature reviews show the siemens toxo g assay is not unique in showing a small amount of discordant patient samples that are assessed. This seems to be an isolated even, not due to a specific toxo g lot or system, but rather a patient specific issue. The limitations section of the IFU states: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies. Additional information may be required for diagnosis." The interpretation of results section of the IFU states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Based on this information, no product problem has been identified. The customer is operational, and the reported issue is resolved by routine troubleshooting. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results. Siemens filed initial MDR 1219913-2024-00332 on 29-may-2024. This MDR 1219913-2024-00332 supplemental 1 report was filed for the discordant result from 22-apr-2024. MDR 1219913-2024-00333 supplemental 1 report was filed for the discordant result from 02-may-2024.

Event description:
The customer obtained a reactive (positive) atellica im toxoplasma igg (toxo g) lot 292 result on a patient sample from a pregnant female patient. The sample was retested on the same instrument and again resulted as reactive. The patient went to another laboratory to check her serology status and retesting using an alternate method produced conflicting negative results. The serum sample was sent out to a reference lab, who confirmed no igg and no igm using 2 other alternate methods. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance.

Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer reported an observation of repeat reactive atellica im toxoplasma igg (toxo g) lot 292 results on a patient sample from a pregnant female patient that were discordant relative to alternate method testing. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating the event. Note: this MDR report addresses the discordant result from (B)(6) 2024; the discordant result from (B)(6) 2024 is being reported in a separate report.